Event description:
Complainant alleged that while attempting to pace a (B)(6), male, bradycardiac patient the device was unable to capture the pt's heart rhythm. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.